Manufacturer narrative:
The sample is not available. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involves a plum set that the infusion set needle has a yellow foreign body. No additional information was provided.